Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt said she had to change the pump battery every day for the past few days prior to calling animas. The pt purchased a new battery the day she called animas and stated that it would not power on after inserting the new battery. The pt denied corrosion or moisture in the battery compartment.